Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced atrophy at the cuff site, which led to a revision procedure. During surgery, the entire aus was removed and replaced. The removed cuff was considered to be properly placed and sized for the patient; however, the new cuff was implanted at a more distal location. There were no additional patient complications reported.